Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges that the patient experienced pain, edema, metallosis and necrosis. After review of the medical records for MDR reportability the patient was revised to address pain. Revision notes stated that there was a significant amount of corrosion was noted at the femoral head and neck taper, significant mount of metallosis and fluid, a brown necrotic tissue, metal debris. There was evidence of metal disease in the remainder of the posterior capsule. Doi: (B)(6) 2008; dor: (B)(6) 2013; left hip.